Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing severe abdominal pain after a lead implant procedure. It was determined from various tests that had been run that the nerves were irritated from the procedure. The patient was prescribed medication. The patient was reportedly doing well.